Event description:
It was reported that presence of a white deposit on a prepared chemotherapy bag, the customer noticed a white deposit on a prepared chemotherapy bag; they told us they had disposed of both the bag and the syringe. During use.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. G.4. Applicable 510k numbers are k182589;k980987.